Event description:
It was reported by the customer that during insertion of the guidewire it encountered resistance and could not be successfully delivered to the designated position. After repeated attempts, the guidewire was withdrawn. Another iabp balloon was opened, a new guidewire was used and it was successfully inserted. There was no harm to the patient reported.

Manufacturer narrative:
E1 - event site name - (B)(6) hospital. E1 - event site telephone - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.